Manufacturer narrative:
The proximal piece 50.6 cm pump connector were returned, and the final device analysis revealed acceptable catheter testing.

Event description:
It was reported that at routine replacement of pump the catheter was replaced due to a catheter tear. The pump contained lioresal; no patient symptoms were reported. A follow-up report will be sent if additional information becomes available.